Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white dust contaminant inside the blower box, dust contaminant was present on the rear panel and inside the iso port of the rear panel, a dark contaminant was observed on the top enclosure, dust contaminant was present on the front panel, on the blower cap, o-ring of the rear panel, on the rear panel, bottom enclosure, on and inside the blower, on the blower seal, on the blower box, and on the blower isolators, dark contaminant was present on the bottom enclosure, a keratin-like substance was observed on the blower box outlet and blower seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.